Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed far-field r-wave oversensing on the patient's pacemaker. No patient symptoms or intervention was reported.

Manufacturer narrative:
Correction section e3 : the healthcare occupation should have been a nurse instead of physician as the nurses contacted abbott for troubleshooting recommendations.